Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 11 oct 2021 from the home therapy nurse (htn) of a (B)(6)year old female with a medical history including diabetes and end stage renal disease, who stated the patient experienced symptoms of an allergic reaction at the beginning of a home hemodialysis treatment on (B)(6) 2021. Treatment was ended and rinseback was successfully performed before the patient went to the emergency room (ER). Additional information was received on 14 oct 2021 from the htn who stated symptoms included nausea, vomiting and swelling of the face and lips which improved at the ER without medical intervention. Per the htn the patient was observed and released the same day. Following the event, the patient resumed therapy using the nxstage system with no recurrence of symptoms reported.